Event description:
Implant date: 2007. It was reported that the patient underwent a cervical procedure at c4-c6 using anterior fixation. It was found that the right sided screw at c6 backed out approximately 4 months post op. No revision surgery scheduled at this time.

Manufacturer narrative:
Device still remain implanted; product return is not possible at this time. Unable to determine the cause of the event.